Event description:
It was reported that the device had reached elective replacement indicator (eri). After review of data, unclearable eri lockup was suspected. The pacemaker was checked with an updated programmer, and the lockup was released. Normal function was confirmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.